Event description:
It was reported that this right atrial (ra) lead has shown irregular high jumps of out-of-range pacing impedance measurements of over 3000 ohms. Noise oversensing was noticed in the ra lead resulting in inappropriate atrial tachy response episodes. The latest x-rays showed no changes in the implanted products positioning. Technical services (ts) suggested troubleshooting of the ra lead. No additional evaluations were performed. No integrity issues of the ra lead were confirmed. The patient will continue to be monitored. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).